Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer jumped into a lake with the insulin pump on and the display immediately went blank. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.